Event description:
It was reported that pump experienced malfunction alarms that prevented customer from accessing pump functions, with no blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Customer power-cycled pump but malfunction recurred, distributor arranged for device to be returned, and customer received replacement pump from tandem technical support.